Event description:
Journal reference: gunnarsdottir a, stenstrom p, arnbjornsson e. Wireless esophageal ph monitoring in children. J laparoendosc adv surg tech a. 2008; 18(3):443-447. The aim of this study was to report on our experience with the wireless system in children. A secondary aim was to see if there was any cut-off level for esophageal acid exposure causing esophagitis as verified by pathologic examination. A total of 62 wireless 24-hour ph measurements with the bravo capsule were carried out over a period of 2 years in 58 children with symptoms of gerd. Reportable event: in 2 children, we had technical problems with fastening the capsule, requiring 3 capsules in 1 pt. Technical difficulties, which all occurred in the learning period of applying the suction device, might be expected with new technology and instruments.

Manufacturer narrative:
Results: esophageal ph monitor. See scanned pages.